Manufacturer narrative:
The disposable cartridge was returned, however, evaluation is ongoing at the time of this report. The exact source of the air cannot be determined at this time. The user's guide provides adequate instructions for removing air. Facility staff has been notified. There have been no similar problems reported subsequent to this event. If additional relevant information becomes available, a follow-up report will be submitted.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Operator reported observing air in the cartridge one hour and 15 minutes into a routine hemodialysis treatment. Treatment was discontinued without performing rinseback of the patient's blood resulting in an estimated blood loss of 190cc. No medical intervention was required.